Manufacturer narrative:
The device is currently being evaluated. A follow-up report with the results of the investigation will be submitted upon completion.

Event description:
It was reported that the driver is broken.

Manufacturer narrative:
Corrected information: h3. Yes h6. Investigation findings: 3243, 3252 investigation conclusions: 61 device evaluation: visual inspection confirms that the tip of the driver is twisted in a direction consisten with final tightening. Along with the twisting, part of the tip has sheared off and was not returned with the driver. This failure is likely due to improper loading before torque delivery through the driver tip. The driver is designed to be used in conjunction with the torque limiting t-handle which delivers the proper amount of torque to the set screws. Once the proper torque is achieved an audible click will be heard indicating the screws are properly seated and no additional torque can be delivered. Review of device history records showed no manufacturing or processing related irregularities that would cause or contribute to this event. Labeling review: warnings: risks identified with the use of these devices, which may require additional surgery, include device component failure, loss of fixation/stabilization, non-union, vertebral fracture, neurological injury, vascular or visceral injury. Possible adverse effects: initial or delayed loosening, disassembly, bending, dislocation and/or breakage of device components.